Manufacturer narrative:
No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a fess case, while in navigation, the screen on the navigation system went black and displayed a triangle and two lines without text. The representative shut down the system, and when powering it back up, it worked normally until moving forward to registration. In registration, using the same exam the site had been actively navigating on the prior black screen, a registration error message was displayed. Prior to the black screen and shutdown, the accuracy error was 1.9 as they were actively navigating. The patient was re-registered and the case was completed without further delay. The delay to the procedure was approximately 3 minutes and there was no impact on patient outcome. Both registrations were completed using tracer.

Manufacturer narrative:
The archive used in the procedure was sent to medtronic for evaluation. It was found that the exam was not to protocol. The registration was not saved to the patient, however points for the registration were. It was noted that the points were not on easily identifiable landmarks on the patient.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.